Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Customer determined that the issue did not occur during the load process and chose to continue using the current pump to ensure insulin delivery, despite the pump being out of warranty and expressing no interest in obtaining an out-of-warranty loaner pump. Technical support planned to replace the pump as a resolution.